Event description:
It was reported that a quick coupling for k-wires slipped during an unknown procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Lot number reported is not a valid synthes lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no valid lot number was provided. Manufacturing records could not be reviewed without a valid lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the reporters complaint that the unit will not secure wires was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).